Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured distal to the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure fiber was "broken" (nothing had detached) was noted. "No problems in operation" was additionally noted. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. No harm to the patient reported. Based on the lot number the fiber was used past its expiration date.